Event description:
The customer stated that thyroid stimulating hormone results reported as 0 miu/l for four quality control samples, ft4 results reported as "greater than analyzer range" for four qc sampes, therr thyroid stimulating hormone pt samples reported as 0 miu/l, and two thyroid stimulating hormone pt results were negatively biased. Due to the failed qc, the biased pt results were not reported. These results were caused by an instrument malfunction.